Event description:
Healthcare professional reported right side capsular contracture, baker grade ii/iii and removal from textured to smooth due to the concerns of the product. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Additional observations: crease fold observed on the device. Yellow particles observed outside the device. Observed three openings on anterior and one opening on posterior assessed as surgical damage. Observed a broking on plug strap assessed as an unidentified (tear) opening. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade ii/iii and removal from textured to smooth due to the concerns of the product. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown and removal from textured to smooth due to the concerns of the product. Device remains implanted.